Manufacturer narrative:
On 10-nov-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Head of the toothbrush flew to the back of throat / brush head flew out again / brush of toothbrush shot down throat [foreign body]. Almost choked [choking sensation]. While brushing, the head of the toothbrush became detached and flew to the back of throat / brush broke off toothbrush and shot down throat [device breakage] product counterfeit [product counterfeit]. Case description: an adult male consumer of unspecified age reported via phone on (B)(6) 2016 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown became detached and flew to the back of his throat. The consumer stated that he almost choked, and this had never happened before. He stated that luckily his wife had some medical knowledge and could help, and in this way the brush head flew out again. This was not the first time the consumer had used this particular version of brush heads, and he discontinued use after he nearly choked on it. He had not sought any medical advice. The consumer performed the scratch test and the logo did not come off. The case outcome was recovered. No further information was provided. 2on 6-oct-2016 received consumer's medical questionnaire: the consumer, a (B)(6) year old male, reported that he started using the oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, 3 times per day. He described that the oral-b brushhead, version unknown broke off the toothbrush and shot down his throat. He noted that he discontinued use of the product when it broke but did use the product again after the incident; he reported that the problem did not return. He stated that he had use the product for 20 years before the problem occurred, and no problems occurred with this usage. The case outcome remained recovered. Other relevant history: allergies - none. No further information was provided. On 10-nov-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of the toothbrush flew to the back of throat / brush head flew out again [foreign body]; almost choked [choking sensation]; while brushing, the head of the toothbrush became detached and flew to the back of throat [device breakage]. Case description: an adult male consumer of unspecified age reported via phone on 09-sep-2016 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown became detached and flew to the back of his throat. The consumer stated that he almost choked, and this had never happened before. He stated that luckily his wife had some medical knowledge and could help, and in this way the brush head flew out again. This was not the first time the consumer had used this particular version of brush heads, and he discontinued use after he nearly choked on it. He had not sought any medical advice. The consumer performed the scratch test and the logo did not come off. The case outcome was recovered. No further information was provided.